Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and which showed a leak at the blue winged luer cap. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the winged luer cap. The reported condition was verified. The cause of the damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged protective cap even after being tightened. This occurred during set up prior to patient use. The device contained fluorouracil and 0.9% normal saline having a volume of 230ml. There was no patient involvement. No additional information is available.